Event description:
It was reported by the customer that while priming her piston did not recognize the reservoir and pushed out all of the insulin. Troubleshooting occurred. Advised insulin pump would be replaced. Customer's blood glucose level at the time 143mg/dl. Advised no additional information is provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was received with a cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube and lip, a broken belt clip slot, minor scratches and cracks on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.